Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing and pacemaker inhibition when the patient would take deep breaths. The physican suspected it was diaphragmatic oversensing.